Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 420 mg/dl and 172 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
The customer returned 3 undosed strips in a plastic bag. Because the strips were not returned in their original vial, they have been compromised and no further testing can be completed. It is unknown if this is how the customer was storing the strips or just how he chose to return them.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.